Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.